Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 6. Type of investigation. Additional information was requested, and the following was obtained: what is the patient¿s current status? => the patient¿s condition stabilized after re-operation and wound irrigation. What is the users experience w/ surgicel powder and other hemostatic agents? => surgicel powder was used for both prophylactic and intraoperative hemostasis; surgeon noted that more thorough irrigation might have been necessary. The following information was requested, but unavailable: please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? => unk. What was the date of index surgical procedure? => unk. What were the diagnosis and indication for the index surgical procedure? => unk. Was there any intraoperative concurrent use of other products? => unk. What is the lot number? => unk. What was the onset date of the redness, swelling, and infection? => unk. Were cultures performed? If yes, results? => unk. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -all amount of 3 g was used. -after hemostasis in the initial surgery, irrigation was performed. -during the initial surgery, the product was used for both purposes, such as preventive hemostasis and surgical hemostasis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. What was the onset date of the redness, swelling, and infection? 7. Were cultures performed? If yes, results? 8. What is the patient¿s current status? 9. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty: tka procedure on an unknown date and absorbable hemostat was used. During the procedure at the wards/ICU the product was used inside the knee joint. The patient who used the powder had redness and swelling around the wound after the surgery, which appeared to be infected, so re-operation was performed to clean and remove the powder. The patient's condition stabilized after the procedure. Regarding the cause of this event, the doctor said that it could not be said unconditionally that the powder was the sole cause, but that more cleaning was necessary because it was confirmed that the powder was still present at the time of the re-operation. There was no particularly patient background information, such as allergies, medical history, or other diseases currently being treated. Additional information was requested.